Event description:
The operator was exposing the arm of the children on the detector placed on the tabletop. But after the last exposure, the operator said the ceiling tubestand can't move. They press several buttons in the console in order to activate the movement. At one moment they grabbed the handle (wheel), and the tube (vertical axis) goes to full speed toward the table top. The operator had time to clear the arm of the children, but his head hit the ceiling tubestand. No injuries were caused. In the meantime the operator said she tried to pull up the wheel without effect, until she released the handle (wheel), and the ceiling tubestand stops 3 cm above tabletop/detector.